Event description:
Device 2 of 2: reference MFR. Report: 1627487-2012-11327: it was reported the pt had charged his system for 15 minutes with the ipg turned off. The pt reported he removed the charger and the ipg continued to heat. It was reported the site was red. The pt went to the ER with a red and blistered area of skin. The pt was prescribed with pain medicine and the site was treated. Follow up identified the pt was receiving wound care dressing daily, and the site was healing. The pt was scheduled for an appointment with his physician.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.